Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.